Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels have been low in the 50s mg/dl for the past month, because the customer has been overriding the recommended amount of insulin given by the pump when not necessary. Low bgs were treated by consuming glucose tablets, and candy, and the issue resolved.